Event description:
A talent abdominal stent graft sys was implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. Aneurysm morphology was not reported. Vessel morphology was reported as severe tortuosity. It was reported that after the bifurcated stent graft was implanted, however, upon final fluoroscopy, there was a type 1 endoleak noted. It was reported that the physician placed a talent cuff and the endoleak was resolved. No add'l clinical sequelae were reported, and the pt is fine.

Manufacturer narrative:
Results: severe tortuosity of the vessels, endo leak. Conclusions: severe tortuosity of the vessels.